Manufacturer narrative:
(B)(4). The complaint device was returned in a used and contaminated condition. Images were also returned to assist in this investigation. The device was inspected according to the qc specs. (B)(4). The device is shipped with an instructions for use (IFU) that delineates the proper inflation and deflation procedures. The IFU states "do not exceed the rated burst pressure. Rupture may occur. Adhere to balloon inflation pressure parameters." The rated burst pressure of 15 atm/bar is documented in the IFU and on the product label. The complaint device was returned in a cordis sheath. The tip is elongated and there is a shear cut at the distal end. The sheath is damaged with numerous shear cuts the length of the device. The catheter shaft is elongated proximal to balloon. This damage is typical of a device that met resistance during withdrawal. The balloon ruptured circumferentially at the distal end. The tear resulted in difficulty during removal. The complaint correspondence indicates that the rupture occurred below nominal pressure, 5 atm. The burst pressure requirement has been verified per cook inc balloon minimum burst strength testing. The balloon rupture resulted in negligible harm as the device and sheath were removed as a unit as recommended in the IFU. No abnormalities were observed. The (B)(4) devices that were manufactured in this lot were sent to the reporting customer. The complaint info indicates that the customer successfully used a replacement. It is possible that the balloon was heavily constricted. This will likely result in a circumferential rupture. Root cause not determined at this time. We will notify the appropriate personnel of the event and continue to monitor for similar complaints.

Event description:
A female pt with end-stage renal disease underwent a de-clot procedure on (B)(6) 2010. Upon the first inflation of the balloon, the balloon ruptured at the distal tip of the catheter. The customer states they had not yet reached nominal pressure. They then had to remove the catheter along with the sheath, in order to remove the ruptured balloon from the pt. Another balloon was used and the procedure was completed. No info was provided regarding pt outcome.